Event description:
The customer reported that demand mode pacing was not working as expected. There was no report of negative pt impact.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.